Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the patient experienced poor retention of the external magnet. A skin-flap revision was performed in (B)(6) 2021. The implant remains in-situ.

Manufacturer narrative:
Correction: date of skin flap revision as previously reported in initial MDR is incorrect. The patient underwent a skin flap revision surgery on (B)(6) 2021. This report is submitted on may 30, 2022.